Event description:
A filter was previously placed in the patient's ivc (due to potential thrombus in legs) and it had become occluded with debris. The purpose of the angiovac procedure was to clean out debris from the ivc on top of the filter, remove the filter, clean out debris from the lower portion of the ivc (towards the legs) and place a new filter in the ivc. The angiovac cannula was on suction and the ivc was cleaned out on top of the filter and the filter was removed. While cleaning out the lower portion of the ivc the patient arrested (approximately 1.5 hours into the procedure) and CPR was initiated. An ivc and pulmonary angiogram performed prior to the patient arresting showed a normal main pulmonary artery (pa), i.e. No large material in the main pulmonary arteries. Poor right heart contractility was observed by the physician. There were no observed/reported malfunctions of the angiovac canula or circuit devices. The used devices were discarded by the hospital. The patient was transferred to the ICU and expired later that evening.

Manufacturer narrative:
The (B)(4) 2014 navilyst medical angio-vac complaint report was reviewed for the failure mode "patient injury/death." No adverse trend was indicated. The reported complaint description cannot be confirmed due to the nature of the event: no device malfunction reported - patient adverse outcome. There was no reported complaint regarding the performance of the angiovac device during the procedure. Approximately 1.5 hours into the procedure, the patient exhibited poor right heart contractility and arrested; CPR was initiated. The patient was transferred to ICU and expired later that evening. The root cause for the right heart failure could not be determined. The device was not retained since there was no device malfunction observed. The angiovac cannula component is supplied to navilyst medical by (B)(4). (B)(4) has been notified of this event via supplier corrective action request (scar) for informational purposes only.